Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed there was a hole in the hose and damage on location 1 of the muffler. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper assembly during manufacture. This issue has been escalated to CAPA. It was further determined that the soft couple nut was cracked which eventually prevented the motor from rotating and the teflon tape was protruding from swivel. It was determined that this was caused by normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was discovered that air was leaking from the hose on the motor device. There were no delays to the planned surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.